Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received professional medical treatment following a needle stick that went "too deep" from a fastclix lancet needle that was properly seated in the fastclix device. The customer's finger was swollen and blue initially. The customer self treated with epsom salt twice a day. Two to three days later, the customer went to see his physician. It was determined, the customer had a mild infection and was prescribed an antibiotic: cephalexin (500 mg, 3 times per day for 10 days). The swelling has gone down and the customer is now feeling fine. Requested return of suspect device, and replacement was sent.